Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.193" x 0.572" was found to be broken off. The broken piece was returned. The instrument passed electrical continuity test. No thermal damage and no damage on conductor wire insulation was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grip of the fenestrated bipolar forceps (fbf) instrument was broken. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.